Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed with the device attached. The analyst indicated that flat wire was found protruding from the delivery system outer shaft. The articulation curve of the delivery system did not meet specification and was out of plane. The analyst observed blood on the sheath. The analyst noted that the full delivery system was returned with the device attached. Visual analysis found procedural damage to the distal end of the delivery system and dried blood in the distal sheath and on the device. Visual inspection found that part of the wire mesh was protruding from the delivery system outer shaft. Curve could be applied but did not meet curvature deflection specification of 120 degrees and the distal shaft appeared to be out of plane. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The delivery system was returned with no complaint. The delivery system was analyzed, and tested out of specification. No patient complications have been reported as a result of this event.